Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, barcode scanner issue. The barcode scanner worked and read in hardware test application, but data was not populated in the field. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, barcode scanner issue. The barcode scanner worked and read in hardware test application, but data was not populated in the field. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the cubie was broken. A technical support specialist performed remote troubleshooting for a barcode scanner issue following knowledge article. Steps included accessing the desktop via cfnadmin, verifying the presence of required driver folders, uninstalling and reinstalling the scanner driver, and attempting scanner reprogramming. Despite successful driver installation and scanner beeping on scan, no data populated in the application. Fse was requested onsite after remote troubleshooting failed. The tss verified the scanner did not respond to reprogramming codes, tested alternate universal serial bus (usb) ports, and confirmed the issue persisted. Hardware failure was identified, and barcode scanner replacement was required. The case was closed and no additional information was available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, barcode scanner issue. The barcode scanner worked and read in hardware test application, but data was not populated in the field. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.